Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2013. The original surgery was dated (B)(6) 2013. Both surgeries involved implantation of omnilife devices. The revision surgery was performed due to loosening of the arc stem. The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Manufacturer narrative:
Sales rep indicated a return of the product, but it has not been received to be evaluated. Review of the mfg documentation for the device revealed no deviation from process or non-conformity of product that would have caused the adverse event.